Event description:
Rn was placing a powerglide midline catheter at patient's bedside. Uneventful insertion with blood return obtained, wire advanced and catheter advanced approximately 6 to 7 cm. At that point she was unable to advance the catheter anymore. At that point she decided to pull out the entire device as a unit and was unable to retract the entire device. X-ray of arm obtained and doctor notified for order for surgical attending consult. Also discussed x-ray with physician for suggestions on plan. Doctor notified as surgical resident to come up and look at midline device and x-ray results. Doctor felt that catheter was stuck in subcutaneous tissue and could be pulled out. Doctor came to bedside and pulled catheter out. Catheter was notched but otherwise intact. Patient's arm was soft, without swelling and patient reported to be free from pain.